Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-09996. Additional information received identified the patient underwent surgical intervention and had the scs ipg replaced as a result of the incident during the MRI procedure. In addition, the new ipg was repositioned from the right side to the left side.